Manufacturer narrative:
Device display properly and no anomaly noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit, failed battery test alarms or audio or beep anomaly during testing. However, device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test or verify prime or fill anomaly due to motor error alarm. Device passed rewind test and displacement test. No rewind anomaly noted. Motor passed motor test. Device had broken battery cap, broken battery tube threads. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had rainbow effect which affected the reading display of the screen. Customer's blood glucose level was unknown at the time of incident. Customer stated that insulin pump rejected new batteries, had diminished battery life, battery cap was cracked, made grinding noise than normal, lost settings and squirted out insulin out of infusion instead of dripping. The insulin pump will not be returned for analysis.